Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced atrial fibrillation (af) with rapid ventricular rate. Upon device interrogation, it was noted that no atrial rate episodes were captured by the implantable pulse generator (ipg). It was also noted that the ipg did not indicate atrial sensing during ventricular high rates. Lead measurements were noted as normal. The ipg remains in use. No patient complications have been reported as a result of this event.